Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch (lss) with a high, out of range pacing impedance. The patient was reprogrammed back around polarity and some days afterwards the impedance continued high, out of range in bipolar, but within normal limits in unipolar. The device was reprogrammed again an a new lss appeared. They will leave the lead programmed in unipolar configuration as the patient feels all right. There was no noise on the lv lead electrogram (egm). Raising the impedance upper limit was suggested in case the lead is programmed to bipolar at some point in the future. Not doing this before, was the reason why the lss occurred. The origin of the impedance was thought to be related to a patient/tissue origin. The lv lead remains in service. No adverse patient effects were reported.